Manufacturer narrative:
The device was not returned to edwards for evaluation as it was discarded at site. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. On occasions, during the initial implant procedure, a suture or sutures may tear through the annulus or tissue requiring valve exchange or repair with standard surgical techniques and does not lead to serious injury or death. The cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification a 23mm aortic pericardial valve was explanted from the aortic position after an implant duration of 19 days due to paravalvular leak caused by a suture that torn out. As reported, it was found that the sutures torn in a particular area of the annulus during implantation. The suturing was reinforced in that area. Reportedly, post-operative echo was ok and no pvl was observed, but a pvl was found in that area were the sutures were reinforced on pod+19. A 27mm aortic valve was implanted in replacement. Indication for initial avr was stenosis, no pure aortic insufficiency. As reported, a hockey stick aortotomy was performed and this patient did not have tissue fragility or any other comorbidities that could have contributed to the sizing dispersement. The patient was hospitalized in stable condition after the procedure.